Manufacturer narrative:
Device evaluation has confirmed the reported issue. Device evaluation noted damaged in ccd unit, cable broken. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress problems, signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for service maintenance. During the device analysis, the service repair team indicated that the device exhibited lack of image, image inspection failed. There was no patient involvement in this reported event.